Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the 30-degree endoscope image was flipped, and the orientation on the screen did not match the physical orientation of the endoscope. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, site had replaced the endoscope, but the issue was not resolved. Tse could not find any related error in the logs. Tse had site remove the endoscope from universal surgical manipulator (usm) #3, press instrument clutch button to cancel guide tool change (gtc), rotate the endoscope base until the correct orientation was displayed on the screen and then reinstall the endoscope, which resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The site reported that the orientation on the screen did not match the physical orientation of the endoscope. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, site had replaced the endoscope, but the issue was not resolved. Tse could not find any related error in the logs. Tse had site remove the endoscope from universal surgical manipulator (usm) #3, press instrument clutch button to cancel guide tool change (gtc), rotate the endoscope base until the correct orientation was displayed on the screen and then reinstall the endoscope, which resolved the issue. The system was verified and ready for use.